Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
During the device evaluation the reported event of overheating was confirmed. It was found that bearing 81631 was broken, which was the root cause of the reported overheating.